Event description:
Itchy eyes [eye pruritus]. Eye swollen [eye swelling]. Rash on back and forearms [rash]. Tightness in right knee [joint stiffness]. Feeling tired [fatigue]. Case description: spontaneous report was received on (B)(6) 2011 from a female patient, initials (B)(6), who experienced itchy eyes, swollen eyes, rash, joint stiffness and fatigue after starting synvisc-one. The patient's medical history is significant for osteoarthritis. On (B)(6) 2011, the patient received one injection of synvisc-one into her right knee. The patient reported that about 30 minutes later, she experienced itchy eyes and a rash on her back and forearms. The patient reported taking oral dexamethasone and that her rash slowly disappeared. The patient reported that she also felt tired and continued to experience tightness in her right knee. On (B)(6) 2011, the patient again began to experience itchy eyes and planned to see her physician on that same day. The product lot number was not reported. At the time of this report the outcome of the patient was not yet recovered. Additional information was received on (B)(6) 2011 from the patient. The patient reported that she saw her allergist this morning ((B)(6) 2011). The patient reported that her physician told her that she had an allergy panel screening done in 2005, which came up positive for an allergy to avian feathers. The patient reported that her left eye is more swollen than before and that her physician prescribed her dexamethasone. The product lot number was not reported. At the time of this report the outcome of the patient was not yet recovered. Additional information was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.